Event description:
This report summarizes fifteen malfunctions. A review of the reported informations indicated that the model rf048f vena cava filter allegedly experienced perforation. This information was received from various sources. All the fifteen malfunctions involved patients with no known impact to the patients. All the fifteen patients ages were ranged between 31-78 years old and two patients weighed between 202-216 lbs. Of the reported fifteen patients, seven were male and six were female. All other patients details were unknown.

Manufacturer narrative:
H10: the lot number was provided for 5 out of 15 malfunctions, therefore a lot history reviews were performed. Of the 15 reported malfunctions, product catalog number was updated to rf310f for one malfunction.the devices were not returned for evaluation; however, medical records were provided and reviewed for all the fifteen malfunctions. Images were provided and reviewed for two malfunctions. The investigation for the 14 reported malfunctions were confirmed for the alleged perforation. The remaining one malfunction is inconclusive for the reported perforation. Based upon the available information, the definitive root cause for these malfunctions were unknown. The devices were labeled for single use. H10: d4(corporate lot number: gfog1945,gfpe3177,unknown),g3. H11: b5,d1. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
Out of fifteen devices, the lot numbers were provided for five devices and lot history reviews were performed. The samples were not returned to the manufacturer for inspection/evaluation. Of the reported malfunctions, fourteen were provided with medical records. The investigation was confirmed for perforation of the inferior vena cava. Based upon the available informations, the definitive root cause for these malfunctions were unknown. The devices were labeled for single use.

Event description:
This report summarizes fifteen malfunctions. A review of the reported informations indicated that the model rf048f vena cava filter allegedly experienced perforation. This information was received from various sources. All the malfunctions involved patients with no known impact to the patients. The fourteen patients ranged from 31-78 years of age and 92-216 lbs. Of the reported patients, seven were male and six were female.